Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of capture was observed on the atrial lead. The lead was explanted and replaced.